Manufacturer narrative:
Images were provided to gore for evaluation and showed the following: one time-point available for evaluation: post-implantation cta dated (B)(6) 2021. Comparison series (non-contrast, arterial contrast and delayed contrast) of axial imaging appears to show: there appears to be a metallic-like density outside the left/anterior aorta. Possible embolization of the ima. There appears to be contrast pooling in the right posterior sac, on the arterial contrast series. Possible lumbar involvement but cannot confirm without visualized communication. There appears to be another pooling of contrast outside the implanted devices in the left side of the aneurysm sac on the arterial contrast series, distal to the first pooling. There appears to be two different pooling¿s of contrast in the aneurysm sac. Cannot confirm endoleak origin(s) with available imaging.

Manufacturer narrative:
H6: component code 4755 added.

Event description:
On (B)(6) 2008, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2021, the physician reported this patient has a type ii endoleak (source unknown) with aneurysm enlargement (amount unknown). Patient is scheduled for an angio on (B)(6)2021. On (B)(6) 2021, the patient underwent reintervention to treat the type ii endoleak which appeared to originate from the left internal iliac artery (liia). Two distal branches were coiled using penumbra ruby coil® s via the liia. The patient tolerated the procedure and the endoleak was resolved. Aneurysm enlargement was confirmed however the amount of enlargement remained unknown.

Manufacturer narrative:
Patient medical history includes but is not limited to: gerd, hypertension. Patient medications include but are not limited to: ranitidine, tamsalosin, trymesilam, carbamazepine atenolol, amalodapine, aspirin, citalopram, finastride, perstatin, metroperol, niacin the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.